Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails, a pillowing keypad overlay, a keypad overlay texture damage and a serial number label missing. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was cut open to perform visual inspection and corrosion was found on the pcb1. No corrosion noted on the pcb2, motor and vibrator assembly. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. In conclusion, the pump had a high sleep current measurement due to corrosion on the pcb1.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Insulin pump had crack on railing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.